Event description:
It was confirmed that no devices were sent back to the device manufacturer for analysis.

Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # n076577, implanted: (B)(6) 2006, product type accessory; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1994, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 3888-28, lot # l31779, implanted: (B)(6) 1994, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient decided to have the system explanted; she no longer received therapy.

Event description:
It was reported that the manufacturer¿s representative (rep) had checked impedance twice and a lot of the contact pairs showed greater than 4,000 ohms. It was noted the patient had noticed the ¿power¿ of the stimulation had diminished over the past year but still felt appropriate coverage but needed more power from the device. The implantable neurostimulator (ins) battery voltage was 2.52 volts. Impedance testing was as follows: at 3v/450pw: 01:??? And at 4v/450pw: 01: greater than 4 ,000 ohms, 02: 2015, 03: 2396, 04: greater than 4,000 ohms, 05: greater than 4,000 ohms, 06: greater than 4,000 ohms, and 07: greater than 4,000 ohms. It was reported that the patient had 1 quad lead implanted 0-3 port and the patient was programmed at 2+3-4.5v/450pw/117hz. The estimated longevity calculation was 59 months from the implant date. The patient was programmed with 0+1- and the patient felt stimulation at 7v. Additional information received stated that the patient was going to schedule a replacement with her healthcare provider (hcp). It was noted the patient was going to call if the 9v battery did not work once she returned home from the hcp visit. There was no additional information at this time. Additional information received stated that another rep covered the patient¿s replacement today. Additional information received stated that the case hadn¿t started yet but there had been all bad impedances so it would be more than a battery replacement. An update would be sent after the case.